Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned for evaluation. The investigation is confirmed for break as a complete circumferential break was observed at the proximal balloon glue joint. As inflation/deflation testing could not be performed due to the break, the investigation is inconclusive for balloon rupture. It is possible that the customer perceived the shaft break as a balloon rupture as the customer reportedly saw a puff of contrast out of the side of the balloon and assumed it was a pinhole rupture. However, the definitive root cause for the break could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The atlas pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that a pinhole rupture was observed on the pta balloon during the first inflation in a right arm. The balloon was fully deflated and the entire device was retracted without incident. There was no patient injury.